Manufacturer narrative:
The device was received fully deployed. The download data showed no time outs, drive stalls and alarms. Fluid path test was conducted by manual rotation of the ratchet gear and fluid was found to exit the distal tip of soft cannula as intended. Leak test was performed and no leaks were observed. No damages or defects were observed to the cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 19.1 mmol/l (343.8 mg/dl) while wearing the pod for between 4 and 24 hours. The cannula was reportedly damaged once the pod was removed from the infusion site (abdomen). As treatment, a new pod was applied and a correction was delivered.